Event description:
It was reported that pump experienced malfunction coded as malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump using reset instructions, did not experience repeat malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.